Event description:
Customer reported to beckman coulter, inc. (Bec) that they observed liquid on the reaction wheel cover of the unicel dxc 600 synchron system under reagent probe a when probe a was placed in the home position. Customer estimated that volume of the liquid was about 1.0 ml. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) removed and replaced the hv 4-4 hamilton valve.

Manufacturer narrative:
(B)(4).